Manufacturer narrative:
The customer has communicated the complaint sample will be returned to (B)(4) for investigation. Complaint information provided by zimmer biomet. (B)(6).

Event description:
It was reported the offset reamer handle broke during a case. The customer reported the outcome of the procedure and patient were not affected and there were no adverse events reported as a result of the malfunction.

Manufacturer narrative:
The device assembly was returned incomplete (without the sleeve component) to (B)(4) for evaluation but the reported event was confirmed. In addition, the device assembly was returned interchanged as the components were from different lots. Operating the offset reamer handle with mixed components is not the intended use of the device as stated in the (B)(4) instructions for use. The drive chain component had broken into two (2) pieces at the power adaptor coupling. There were significant signs of wear and material deformation on the broken off power adaptor coupling. The u-joints of the drive chain assembly showed signs of wear consistent with intended use. The remaining components of the offset reamer handle showed signs of wear in the form of scratches, nicks and gouges. A manufacturing review was performed and zero (0) discrepancies were found. In summary, the reported event is attributed to wear. No further investigation is required.